Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturing representative from a consumer regarding the patient. It was reported that the patient had a complete system revision/replacement on (B)(6) 2017 for the loss of stimulation and impedances. The patient had good stimulation coverage as of (B)(6) 2017. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for non-malignant pain. The patient reported a sudden loss of stimulation on wednesday evening, prior to the report. Impedances were ran, and showed a range of 2300-5000 ohms. Group a showed 2415 ohms with +-, and group b showed 1395 ohms with --+-. The rep attempted to program a bipolar pair with the lowest impedances, however, no stimulation was produced. No historical impedance readings were available. The patient was to follow up with their healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the representative ran electrode impedance and group impedance checks via the clinician programmer. They attempted to program bi-pole on contacts with the lowest impedances but were not successful in achieving any stimulation. The cause of the loss of stimulation and the impedances ranging from 2300 ¿ 5000 remained undetermined. No further complications were reported/anticipated.